Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this right ventricular (rv) lead was fractured and was exhibiting a high out of range pacing impedance measurement of greater than 2500 ohms. No capture and high rv thresholds were also observed. No changes were made and the rv lead remains implanted and in service. No adverse patient effects were reported.